Event description:
It was reported that a patient underwent an open ventral hernia repair procedure on (B)(6) 2013 and mesh was implanted. The patient experienced symptoms of an infection or foreign body reaction while still in the hospital after procedure. The mesh was removed on 03/08/2013. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.